Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j394 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j394 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the drive tube leak as blood residue is seen at the end of the drive tube overmold. It could not be determined based on the photographs whether the leak occurred from the drive tube overmold, or from the tri-connector where the tubing is bonded together. The exact location of the leak could not be determined based on the available information. A material trace of the drive tube assembly and its components used to build lot j394 did not find any non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The root cause of the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") after an extracorporeal photopheresis (ecp) treatment. The customer reported the treatment was successfully completed and blood was returned to the patient. The patient had been discharged. The customer reported when unloading the kit they noticed there was a blood leak on the drive tube. The customer returned photographs for investigation.